Event description:
On 11/12/1998 customer obtained a valproic acid result of 1.3ug/ml. Sample was repeated two times with results of 113.6ug/ml/113.6ug/ml. No treatment was given due to low result. No impact to pt management.